Manufacturer narrative:
The customer declined ge service. No repair information available.

Event description:
It was reported that the corners of the warmer were cracked. There was no patient involvement reported.

Manufacturer narrative:
Ge healthcares investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. No report of patient involvement. Legal manufacturer: hcs research park - (B)(4). Device evaluation anticipated, but not yet begun.